Event description:
During an interventional and a diagnostic procedure, there were 2 separate events of csi cannula crack/separation. Both sheath were removed in the lab- not on the floor later (pts were flat). One pt had a star-close (vcd) in the past but the other did not. It was the same doctor but different staff in the lab. All were experienced professionals. One sheath cannula separated approx 3cm distal to the hub and the other sheath cannula separated "further down." Both pts went to surgery for removal. Both sheaths were the same lot number. In addition, the unused sheaths were opened (same lot) and the material felt "weak and friable." Attempts to separate the details for each separate case are ongoing.

Manufacturer narrative:
The product is available for testing and evaluation, but has not yet been received. Additional info is pending and will be submitted within 30 days upon receipt.